Event description:
It was reported that 1-day after implantation of an intraocular lens (iol) into the left eye (os), the patient presented with significant inflammation, increased intraocular pressure, 4+ cell, and 1+ debris. The patient's bcva did not decrease. The surgeon stated that on evaluation it looked like there was a retained lens fragment, but the appearance of a fragment was not seen 4 days later. The symptoms improved with prednisolone. In the surgeon's opinion, the most likely cause of the event is toxic anterior segment syndrome (tass). Patient outcome is good. The following medications were prescribed for use at home post-operatively: polymyxin b 1mg/1ml qid combigan bid x 1 week. Prednisolone 1% 6x day x 1 week.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.